Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a valve replacement procedure on (B)(6) 2011 and suture was used. The patient experienced a post-operative infection of the valve at the site where the suture attached to the valve. The infection required a repeat surgery and replacement of the valve and extended hospital stay. Gram negative staph was reported on the culture.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.